Event description:
This report was received as part of an internation pre-PMA 5 year clinical study that was both retrospective and part-prospective in nature. The clinical report indicates that explant surgery was performed due to "access port leak replaced." The event was reported to inamed after PMA approval for the device, however the event occured prior to PMA approval. This event is being reported as inamed's approach to compliance is to resolve all doubts in favor of reporting.